Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient log file review captured low flow estimates and only one was sustained long enough to trigger a low flow hazard event. These flow readings do not appear to be the result of any external equipment malfunction. There were no unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log files. Based on the data visible in the log file the mechanical circulatory system (mcs) equipment was operating as intended electronically and mechanically. The log file also captured three consecutive clusters of power cable disconnects alongside with no external power events and this was caused due to the power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events and emergency backup battery (ebb) was used.